Event description:
It was reported that the customer had a prime anomaly on the insulin pump. The customer's blood glucose level was 324 mg/dl. The customer was treated with injections. The customer stated that insulin was jut squirting out when trying to prime set and the sticker on the back of the insulin pump is missing and hasn't been there for some time. The customer inquired about upgrading and advised to speak to local office for more information. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.